Event description:
The service and repair department documented that quantity five of hand piece for battery powered driver are malfunctioning. The malfunctions are being experienced stays running while on battery, reverse does not work and slow works intermittently, another is running while on battery, inoperable, and reverse must be pushed hard to work and is makes noise during operation. The malfunctions did no occur during surgery and there was no patient involvement. There is no additional information at this time. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: service and repair review: the customer reported the device was running continuously. The item passed testing and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. This item was returned to the customer on (B)(4) 2015. The evaluation was unconfirmed. Additionally, a service history review was completed: lot #004519 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 due to motor failure and (B)(4) 2015 for a loose component. The customer called in a service request for this item on (B)(4) 2015 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The manufacture date of this item is 1-feb-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown when battery stop working properly. Additional common name codes: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.